Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent a total hip arthroplasty utilizing an instrument (rasp) to prepare the femoral canal on (B)(6), 2011. During the procedure, the surgeon noted foreign black material on the rasp after it had been used. The patient was administered a longer course of antibiotics post surgery as a result.